Event description:
Excerpt from medication safety inquiry "xx/xx/2023": our ehr has all of the patient data without spaces (i.e., 81kg instead of 81 [space] kg. When I inquired why they did not have spaces between values and units for patient indicators (bmi, height weight creatinine clearance, etc.) They stated they followismp's recommendations. Do you have anything in regards to spacing on items besides medication strengths and strength/doses that I could direct them to for review? Specially for patients weight, height bmi, etc.? Excerpt from follow-up response "xx/xx/2023": I appreciate the quick response. It drives me insane that our new ehr, meditech expanse, does not have a space between these units in their headers and apparently is hard coded that way. Hopefully, with the information you provided below it will assist in their decision to put spaces between these units in their header. (B)(4).